Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.